Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator was alarming for oxygen issues. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue. This issue was also reported on MDR 2518422-2022-11725.

Event description:
The manufacturer received information alleging a ventilator was alarming for oxygen issues. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-11725. This report was submitted as a duplicate report of the previously submitted report.